Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The lot number 1635372 belongs to the part 50157558, which is the housing of the article 05.001.035. The manufacturing documents of this housing were reviewed and no complaint related issues were found. Retract lot number: lot number provided by the facility is a sub component of 05.001.035. Since the lot number for the top level was not provided a DHR review was completed on the lot number provided for the housing of the article.

Event description:
It was reported that on (B)(6) 2013, during an orif of the radial head fracture procedure, the 90 degree drill attachment was oscillating and would not hold the drill bit. Procedure was delayed approximately five minutes while the attachment was replaced. Procedure was completed with no further problems, no harm to patient. This is 1 of 1 reports for this event.

Manufacturer narrative:
Additional narrative: upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated per (B)(4). This does not meet the definition of a reportable event. Synthes is retracting medwatch report # 2520274-2013-01700.